Event description:
A malfunction alarm was reported due to an event occurring under extreme temperatures. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any malfunction code reappears.